Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient who was receiving an unknown drug at an unknown dose and concentration via an implantable pump for non-malignant pain. It was reported that the patient had gone in for a fusion procedure on (B)(6) 2017 and the surgeon accidentally cut the catheter. It was believed the spinal portion of the catheter was pulled out. No symptoms were reported. It was later reported that the doctor removed 11 cm from the existing spinal segment. The doctor then placed a new spinal segment which was 86.4 cm, and they trimmed 60 cm from the new spinal segment. Programming was reviewed for programming the newly revised catheter volume and prime of the new spinal segment as it was stated the existing proximal catheter was clamped with drug. No further complications were reported or anticipated. Additional information was received from a manufacturer representative on (B)(6) 2017. It was confirmed that the catheter was revised and the system was working.